Manufacturer narrative:
A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted stuck key on keypad, resolved by replacing keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the pc unit displayed an error code 110.6021. There was no patient involvement.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
It was reported that the pc unit displayed an error code 110.6021. There was no patient involvement.